Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been 4 other events for the lot referenced.

Event description:
The surgeon was impacting an acetabular shell using the cup impactor and the black grip snapped off where it meets the shaft of the impactor.

Manufacturer narrative:
An event regarding crack/fracture involving a da instrument curved cup impactor was reported. Following material analysis device crack/fracture was confirmed. Device evaluation and results: visual inspection was performed as part of the material analysis report. The report stated: "the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The shaft was sectioned for further analysis and show the fracture surfaces of the shaft and handle." A material analysis has been performed. The report concluded: the cup impactor fracture is consistent with an overload condition. The eds spectrum is consistent with the (B)(4) stainless steel chemical composition. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. No adverse consequences to the patient were noted. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 5 other similar events for the reported lot. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope of CAPA for undersized weld following a reported weld fracture.

Event description:
The surgeon was impacting an acetabular shell using the cup impactor and the black grip snapped off where it meets the shaft of the impactor.